Manufacturer narrative:
(B)(4). The customer had replaced the sample and reagent pipettors on (B)(6) 2008. Abbott technical service instructed the customer to replace the sample and reagent pipettors due to the length of time they had been in use. The customer reported that they followed the troubleshooting steps provided and the problem was resolved. No additional complaints of this nature have been documented against architect (B)(4) since the customer replaced the sample and reagent pipettors. A review of complaints from (B)(6) 2007 through (B)(6) 2008 concluded that the current combined erratic result rate for architect (B)(4) falls below the established internal aberrant result rates at product launch. Architect system operations manual (B)(4) 2008, service and maintenance contains the procedures to replace sample, reagent, or stat pipettor probes (B)(4). Troubleshooting and diagnostics lists probable causes and the associated corrective actions for erratic assay results (I system). A probable cause includes probe tip is bent or damaged with the corresponding corrective action to replace the appropriate probe as required. No adverse trends were identified related to the issue, and a review of the instrument's service history did not detect any repeats of the issue since the customer replaced the sample and reagent pipettors. This is the final report.

Event description:
The customer stated results were not reproducible on the architect stat troponin-I assay. A patient generated a result of 0.76 ng/ml and upon retest, the result was 0.2 ng/ml. The sample was also tested on another architect analyzer yielding a result of 0.2 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.